Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for routine post implant device and wound check. Upon interrogation it was noted that the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing. Programming interventions were made. The patient was stable.